Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider.

Event description:
It was reported that the ventilator entered a ventilator inoperable condition. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the customer reported condition was not confirmed.

Event description:
The ventilator was not on a patient at the time of the event.